Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager evaluated the iabp and was unable to reproduce the issue. However, as a precautionary measure, the stm replaced the luer fittings to iab fill port on all balloon pumps to ensure that leakage would not occur. The stm also noticed that the customer was using the wrong block to safety disk for the safety disk leak check and cautioned customer to use only the maquet/getinge fitting. Customer advised that they would order several of them so that the staff has the right fitting to use for safety disk leak tests. The stm then tested all safety disks and performed full functional check on the iabp to factory specifications. The iabp was returned to customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a "iab disconnected" alarm. No patient harm, serious injury or adverse event was reported.